Event description:
It was reported that an infection occurred. The entire bi-ventricular implantable cardioverter defibrillator (bi-v ICD) system was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The date of event provided is an estimate. The exact date is unknown. Without a lot number or device serial number, the manufacturing date cannot be determined. Without a model number, the PMA number cannot be determined. (B)(4).